Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician was slitting the catheter and the slitter slipped off. It was also reported the physician had difficulty affixing to start slitting again and this process the right ventricular (rv) lead insulation was damaged. It was noted the lead numbers were stable despite the insulation breach. The lead was removed and replaced. No patient complications have been reported as a result of this event.